Event description:
It was initially reported that the zimmer electric dermatome had "something stuck." Additional clinical follow up with the customer clarified that the device would torn on but the blade would not associate, so they believed that something may have been stuck in the device preventing the blade from moving. It was also reported that the issue was observed prior to surgery and an alternate device was retrieved for use during the procedure. Surgery was delayed by approx five minutes while the alternate device was retrieved.

Manufacturer narrative:
Beginning may 31, 2012, u.s. And (B)(4) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer electric dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the constructions for use. The device was returned to the manufacturer for repair and eval. The service record indicates that the device was manufactured on 9/23/2010 and has no repair history at zimmer surgical. Eval of the device did not observe any damage. However, it was determined that the motor would not run. Observation of the motor determined that there was corrosion on the outside casing. Prior to repair, the device was outside calibration specification at the zero thickness setting on the right side and the side to side calibration specifications. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling. According to the instructions for use the zimmer electric dermatome should be returned every 12 hours for inspection and preventive maintenance. Annual history calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.